Manufacturer narrative:
This MDR was generated under protocol b10009704, as a result of warning letter cms#: 617147. Unique identifier and 510k are unknown. No information has been provided to date. A review of the device history records shows there were no observations recorded during manufacture to suggest an issue of this nature would occur with this lot of product. A product sample was received for evaluation. Visual and functional testing were performed. One unused sample was received in its original shelf carton. Under the visual inspection 3.0 millimeter cuff tear was found. The inflation test was repeated on the received sample. It was observed that it was not even possible to inflate cuff because it leaks so badly. Therefore cuff tear shall occur after inflation test which was performed by manufacturer and prior inflation test which was performed by customer. Packaging process was reviewed by and no sharp edge on equipment or tooling was found. No trend of confirmed customer complaints describing cuff leak which was observed prior use was identified (2 years of customer complaints was checked, whole tracheostomy product family considered). The root cause of the reported issue could not be confirmed during evaluation, all operators were informed about this customer complain on monthly townhall.

Event description:
It was reported that during pre-test, the cuff could not be inflated. No patient injury was reported.